Manufacturer narrative:
Technical services (ts) was consulted and referred the patient to their physician. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient had a syncopal episode that was reported by the patient's wife. She noted that the patient passed out while exercising on the treadmill and scraped his knee's. It was reported that the device had previously been checked by the field representative who had decreased the pacing outputs. Post syncope the patient underwent a device replacement procedure for normal battery depletion. No additional adverse patient effects were reported.